Manufacturer narrative:
Unit received with failed battery test alarm due to moisture damage on the battery connectors, and on the connector between pcba2 and pcba1. Unable to perform displacement, self test, sleep current measurement, active current measurement tests due to the failed battery test alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery and battery test failed alarm. The customer stated they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.